Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding') and dyspareunia ('dyspareunia') in an adult female patient who had essure (batch no. C22914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2015, ibuprofen (motrin) from (B)(6) 2015, ketorolac tromethamine (toradol) from (B)(6) 2015 and lorazepam (ativan) from (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), infection ("infection") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (laparoscopic salpingectomy scheduled on (B)(6) 2019). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, infection and urinary tract disorder outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: reason for explant: pain, abdominal bleeding, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2015: devices were placed in a standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 2 coils, left: 1 coil. Pregnancy test urine - on (B)(6) 2015: negative. Most recent follow-up information incorporated above includes: on 25-oct-2019: plaintiff fact sheet received - event medical device removal was replaced with new event pelvic pain, bleeding, dyspareunia, infection and urinary problems. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. C22914) inserted for female sterilisation. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3), ibuprofen, ketorolac tromethamine (toradol) and lorazepam. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled for essure removal surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: right: 2 coils, left: 1 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 22-oct-2019: medical records received. Lot number added. Reporter information, concomitant drug, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (scheduled for essure removal surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('bleeding') and dyspareunia ('dyspareunia') in an adult female patient who had essure (batch no. C22914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from(B)(6)2015 to (B)(6)2015, ibuprofen (motrin) from (B)(6)2015 to(B)(6)2015, ketorolac tromethamine (toradol) from (B)(6)2015 to (B)(6)2015 and lorazepam (ativan) from (B)(6)2015 to (B)(6)2015. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), infection ("infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder promblem"), visual impairment ("vision problem"), fatigue ("fatigue"), dyspepsia ("digestive issue"), headache ("headache") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal change"). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal discharge, infection, urinary tract disorder, hormone level abnormal, bladder disorder, visual impairment, fatigue, dyspepsia, headache and migraine outcome was unknown. The reporter considered bladder disorder, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hormone level abnormal, infection, migraine, pelvic pain, urinary tract disorder, vaginal discharge and visual impairment to be related to essure. The reporter commented: reason for explant: pain, abdominal bleeding, dyspareunia. Note: as per pif dated (B)(6)2020: previously reported scheduled essure removal surgery dated (B)(6)2019 now reported as cancelled, unable to afford copay. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6)2015: devices were placed in a standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 2 coils, left: 1 coil. Pregnancy test urine - on (B)(6)2015: negative. Lot number: c22914 manufacturing date: 2014-02 expiration date: 2017-02 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received- events added-urinary tract disorder, hormonal imbalance, bladder disorder, vaginal discharge, vision problem, fatigue, digestive issue, headache, migraine. Reporter added. Previously reported scheduled essure removal surgery dated (B)(6)-2019 now reported as cancelled, unable to afford copay. Hence, previously reported device removal- yes now changed to no/unknown/not reported. Previously reported seriousness criteria 'intervention required' unchecked for events pelvic pain, genital haemorrhage, dyspareunia. Date of explant deleted in product tab. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('bleeding') and dyspareunia ('dyspareunia') in an adult female patient who had essure (batch no. C22914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2015 to (B)(6) 2015, ibuprofen (motrin) from (B)(6) 2015 to (B)(6) 2015, ketorolac tromethamine (toradol) from (B)(6) 2015 to (B)(6) 2015 and lorazepam (ativan) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), infection ("infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder promblem"), visual impairment ("vision problem"), fatigue ("fatigue"), dyspepsia ("digestive issue"), headache ("headache") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal change"). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal discharge, infection, urinary tract disorder, hormone level abnormal, bladder disorder, visual impairment, fatigue, dyspepsia, headache and migraine outcome was unknown. The reporter considered bladder disorder, dyspareunia, dyspepsia, fatigue, genital haemorrhage, headache, hormone level abnormal, infection, migraine, pelvic pain, urinary tract disorder, vaginal discharge and visual impairment to be related to essure. The reporter commented: reason for explant: pain, abdominal bleeding, dyspareunia. Note: as per pif dated (B)(6) 2020: previously reported scheduled essure removal surgery dated (B)(6) 2019 now reported as cancelled, unable to afford copay. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2015: devices were placed in a standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 2 coils, left: 1 coil. Pregnancy test urine - on (B)(6) 2015: negative. Lot number: c22914, manufacturing date: 2014-02, expiration date: 2017-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding') and dyspareunia ('dyspareunia') in an adult female patient who had essure (batch no. C22914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2015, ibuprofen (motrin) from (B)(6) 2015, ketorolac tromethamine (toradol) from (B)(6) 2015 and lorazepam (ativan) from (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), infection ("infection") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (laparoscopic salpingectomy scheduled on (B)(6) 2019). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, infection and urinary tract disorder outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: reason for explant: pain, abdominal bleeding, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2015: devices were placed in a standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 2 coils, left: 1 coil. Pregnancy test urine - on (B)(6) 2015: negative. Lot number: c22914 manufacturing date: 2014-02 expiration date: 2017-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.